Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Rapid battery depletion was due to excess high voltage (hv) charges. The cause of the excess hv charges was due to the patient¿s physiology. Longevity analysis found the battery depletion to be normal. The device was analyzed in the lab and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and found to be normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented during clinical follow up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited premature battery depletion. No interventions were performed. The patient was in stable condition.